Manufacturer narrative:
Updated fields: h6 and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation it is likely the cause of the reported issue was due to a printed circuit board. However, the specific cause of the printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the electrical generator exhibited a failed pb measurement current limit due to faulty power supply unit (psu) board, failed hand switch radio frequency (rf) test due to faulty auxiliary board and failure to be calibrated and unable to pass conformance test due to faulty plasma kinetic radio frequency (pkrf) board. There were no reports of patient involvement.